Event description:
Customer reported the 250ml secondary antibiotic bag back flowed into the primary 1000ml bag of an unspecified solution. The patient was able to tolerate the fluid, so the primary bag was administered to the patient. Although requested, no additional event or patient information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. (Date of event): sometime a week prior to the reported date to the manufacturer. The customer reported the set was discarded. The lot number was not identified; therefore, we were unable to determine the root cause and perform a history record review.